Event description:
The customer obtained a false positive bhcg result above the normal reference range for one patient sample. Repeat testing of the patient sample produced lower bhcg results that were within the normal range or were negative; seven repeat tests were ran on the patient sample. Service was dispatched for this event and the on site fse verified instrument hardware was operating within specifications, no repairs were required at the time of service. A definitive root cause for this event has not been determined to date.